Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the left ventricular lead had a decrease in impedance. On (B)(6) 2018, the patient presented in clinic and one beat of noise was noted during isometric testing. No device intervention was performed. Patient was stable throughout and will continue to be monitored.